Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue first occurred on (B)(6)2016 at 7:30pm. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that two hours later, at 9:30pm they developed the symptoms of nausea, sweating and vision problems. In response to these symptoms the patient self-treated by taking less humalog insulin than normal (dosage unspecified) as well as consuming less carbohydrates. At the time of troubleshooting the cca noted that there was no misuse of the product. The issue could not be resolved with troubleshooting. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; when the meter was tested, an unknown error was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.